Event description:
It was reported that the pin that holds the tip of the instrument was pulled out. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that a piece was broken off of the upper arm on both sides forward of the jaw pivot pin. In addition, the lower jaw appears to be bent upward several degrees beyond its original set. The direction and amount of force required to cause complete fracture suggests that excessive handle force was applied. The broken off piece, and the hinge pin are not present with the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.